Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the entire drawer was stuck and could not be recovered. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was with the plunger and front screw. The field service engineer replaced the broken link on plunger and adjusted the front screw to resolve the issue. The system functioned as intended after the field service engineer repaired the device.